Event description:
Patient is being seen in clinic today and reports hearing "beeping from the controller" while connected to battery power. Patient reports these alarms occur on both the white and black power cables and occur mostly when he is bending down, to pick something up but also occur when he is just sitting or standing. Rn was not able to replicate the alarms in clinic today. The log files show multiple power disconnect alarms. Log files have been sent previously for the same alarms. Log files returned possible weakness in controller power cable, decision made to exchange controller as other listed interventions had been attempted in previous clinic visits. Patient underwent exchange without any issues. FDA safety report ID# (B)(4).